Event description:
During a surgical procedure the ets compact flex 45 articulating linear cutter "misfired" during the eighth firing of the staple gun. Only 1/2 of the staples fired with 1/2 remaining in the gun. There was no pt injury.